Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its longevity within three months from one and a half year to three months remaining. Boston scientific technical services (ts) stated that this is probably adjustment to voltage measurement. Additional information received from the field indicating that data analysis was performed, and result showed rapid battery depletion. Recommended a 90-day device replacement. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped its longevity within three months from one and a half year to three months remaining. Boston scientific technical services (ts) stated that this is probably adjustment to voltage measurement. Additional information received from the field indicating that data analysis was performed, and result showed rapid battery depletion. Recommended a 90-day device replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.